Manufacturer narrative:
H10: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. A photo of the defect could assist our quality team in their investigation. According to the instructions for use, "do not put anything except the access tip of the lockable drainage line, catheter access kit, or pleurx(tm) vacuum bottles into the catheter valve since any other device could damage the valve. A damaged valve may allow air into the body or let fluid leak out through the valve when not draining." Based on the information provided, the root cause of the failure is misuse, as an item not listed was inserted into the valve. The complaint will be entered into the complaint management system and will be tracked & trended for future occurrences and reviewed/investigated through the quality data analysis process. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Information on the deviation: injury (patient / other): no. Device possibly involved in injury: no. Origin: patient. Complaint: valve leaking. Additional information: description of issue (what / why): valve leaking due to damage to a cannula, user error. How often occurred defect: once. Medical intervention (other than first aid): no. Needle/probe stick: no. Other actions taken: no. Safety issue: no. Issue resolved: yes. How issue resolved / additional information: valve change. Photo / sample available: yes. Safety valve broken / damaged / disconnected: yes. Safety clamp open, when valve broke/damaged/disconnected: no. Safety valve nose broken / damaged: no. Locking tab broken / damaged: no. Leakage: yes. Successful drainage: yes. Impact to patient: no impact to patient. Exposure to blood / bodily fluid: no. Course of treatment changed due to event: no. Error location: valve. Error type: leak. Could you please provide a further description of the issue "valve leaking due to damage to a cannula, user error" - cannula was pierced through the valve. Was the valve damaged/ broken due to user error or misuse? - yes. Where is the catheter located? Abdomen or chest - chest. How long has the catheter been in place - (B)(6) 2024. Could you please provide the lot# of the affected product? - not known. Is there a photo or sample available showing the reported issue - no.

Event description:
Information on the deviation: injury (patient / other): no. Device possibly involved in injury: no. Origin: patient complaint: valve leaking. Additional information: description of issue (what / why): valve leaking due to damage to a cannula, user error how often occurred defect: once. Medical intervention (other than first aid): no. Needle/probe stick: no. Other actions taken: no. Safety issue: no. Issue resolved: yes. How issue resolved / additional information: valve change. Photo / sample available: yes. Safety valve broken / damaged / disconnected: yes. Safety clamp open, when valve broke/damaged/disconnected: no. Safety valve nose broken / damaged: no. Locking tab broken / damaged: no. Leakage: yes. Successful drainage: yes. Impact to patient: no impact to patient. Exposure to blood / bodily fluid: no. Course of treatment changed due to event: no. Connected device (pleurx/peritx/brand) 50-7050. Procedure performed by: (B)(6) employee. Procedure performed at: hospital. Replacement requested: no. Credit requested: no. Closure letter needed: yes. Error location: valve. Error type: leak.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records has not been performed. The device was not returned. The investigation is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.